Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010 under MDR number 1717344-2010-00970. Date of follow-up report: (B)(6) 2011. The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Date sent: (B)(6) 2014.

Event description:
The customer reported that the hand piece was connected to a forcetriad when the surgeon closed the device on the tissue, activated it and got an end tone, indicating a completed seal cycle. However, the seal was not completed and was bleeding. The surgeon opened a second device from the same lot # and the same thing happened. The surgeon then opened a third device from another lot # and it sealed properly. One device is opened on MFR report # 1717344-2010-00969 and the other on MFR report # 1717344-2010-00970. There was no pt injury. Follow-up with (B)(6) found that the pt received a blood transfusion. She was hospitalized for another day after the surgery.